Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for peritonitis. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13g23028 and h13h21053 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which required hospitalization. Treatment was not reported. One day later, the patient died. The cause of death was reported to be diverticulitis that ruptured and caused peritonitis. The patient was performing pd therapy at the time of death. It was unknown if an autopsy was performed. No additional information is available. This is report 1 of 2 involved in this peritonitis event.